Event description:
It was reported that the pt developed a skin flap infection. The infection was treated and resolved with antibiotics (type unk). The pt returned to the hospital three weeks later due to a cerebral abscess. The abcess was drained and the issue was resolved. Advanced bionics is currently in the process of gathering add'l info. When add'l info is rec'd, a supplemental report will be submitted.